Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room and was hospitalized on (B)(6) 2024 and the cannulas were not successfully going into the body to deliver the insulin.patient faced cannula kinked event. Blood glucose at the time of event was 590 mg/dl patient was found positive for ketones with value 4.7 mmol/l. Patient received the treatment of IV and fluids of saline and insulin.patient was released from the hospital on (B)(6) 2024. No further information available.